Event description:
Complainanat alleged that after delivered 200 joules to a pt (age & gender unk) in ventricullar fibrillation, the device's display blanked out for two to three minutes. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.